Event description:
N/a.

Manufacturer narrative:
Corrected field: h6(health effect ¿ clinical code, health effect ¿ impact codes ). Additional information:e1(event site postal code -(B)(6). Additional information was requested from the customer with regard to the repair and status of the iabp. The customer has repaired the fo on the unit. The unit passed all safety and functional testing to manufacturer specifications and returned to clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). Due character limitations complete, initial reporter name and address: (B)(6).

Event description:
It was reported that before patient use, the cardiosave intra-aortic balloon pump (iabp) customer broke the blue connector for the connection of the fiber optic.